Event description:
During an unspecified procedure, the knife assembly advanced half-way. The instrument cut but did not staple. No pt injury was reported.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The device returned with a full complement of staples indicating it was not fired.